Event description:
It was reported that the right atrial (ra) lead appeared via x-ray to have dislodged three hours post implant. The x-ray showed the ra lead not attached to the atrial appendage and to be in the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.